Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for automated peritoneal dialysis (apd). Dianeal therapy was ongoing. On (B)(6) 2012, baxter technical service (bts) contacted the nurse and the following was reported. On (B)(6) 2011, the patient underwent pd catheter placement. The initial start date of pd and the pd solutions that were used at that time were unknown. On (B)(6) 2012, the patient began treatment with dianeal pd4 ambuflex, 15l, nightly, ip. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. On (B)(6) 2012, the patient was given one dose of vancomycin for peritonitis. During the hospital stay, the doctor discussed with the patient the placement of a hero catheter for hemodialysis access, but the patient declined the procedure. Additional details of treatment that was rendered during the hospitalization were unknown. On (B)(6) 2012, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.